Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that ¿the external paddles are broken and it needs to be replaced.¿ . There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Multiple good faith efforts were made to obtain additional information associated with this complaint evaluation, but there is no additional information available. It was identified that the device external paddles were broken and need to be replaced. The quotation was sent to the customer for replacement and there was no response in attempts to obtain information. Based on the information provided, the customer did not accept the service quote, and no further evaluation is warranted at this time. The reported problem was confirmed.